Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 55mm diameter thoracic aortic aneurysm. However, it was reported that after the delivery system was inserted in the patient the whole graft cover was being withdrawn to deploy the proximal stent. Then the back-end wheel (the tip capture release handle) was unlocked, but it could not be pulled distally due to strong resistance. After locking and unlocking was repeated several times, deployment was finally completed by pulling the handle very hard in the distal direction. The procedure was completed successfully with no endoleaks. Per the physician the cause of the event was device related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the cause of the event could not conclusively be determined based on the information available. The capture tubing of the returned device was inspected and trace amounts of silicone were observed however, not significant to cause the tip capture release issue experienced during the procedure. No other abnormalities were observed to the device, the root cause of the event cannot be determined. Additional information was received as follows: per the physician, when the tip capture release handle was pulled back using force, the graft cover retracted only about 5mm distally. If information is provided in the future, a supplemental report will be issued.